Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from an architect i2000sr. The department had a power outage, and smoke was found near the instrument after power was turned back on. Upon inspection, it was noted that the instrument fuse was burned out. The fuse was replaced. There was no reported impact to user safety or impact to patient management reported.

Event description:
The customer observed smoke coming from an architect i2000sr. The department had a power outage, and smoke was found near the instrument after power was turned back on. Upon inspection, it was noted that the instrument fuse was burned out. The fuse was replaced. There was no reported impact to user safety or impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noted that the fuse, 2amp for card cage, (rohs) was blown. The fsr replaced the part, and the issue was resolved. No additional instances of smoke have been reported since the service activity occurred. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the fuse, 2amp for card cage, (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke was limited to the fuse, 2amp for card cage, and no smoke was spread to other parts of the instrument. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the fuse, 2amp for card cage, (rohs) were identified.